Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer could not get sensing with the analyzer due to the electrocardiogram (ECG) connector on the link electronic module (lem) circuit board being loose. It was also noted that the tab on the power cord bay door was broken, the upper hinge plate was broken, the lower case was worn, and the system fan and power supply were noisy. Product ID: 2290 analyzer. (B)(4).

Event description:
It was reported there was a sensing issue through the analyzer while attempting to get sensing/impedance and threshold numbers for the atrial lead through the analyzer. The leads were being tested on the atrial channel during surgery and not getting consistent atrial sensing. The analyzer was replaced, but the issue remained. Follow-up information was received reporting the implantable device was used to measure the numbers for the lead to complete the case. The lead placement was fine, and there were no patient complications. The programmer was returned for repair.